Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-09-02. H6: investigation summary: the customer sent a sample with the report of separation. The sample was at first difficult to locate due to it being included and investigated under another related complaint from same customer. The investigation verbatim- "the customer reported the sets separated at the joints and leaked, and returned 3 unopened samples, and 2 extra product bags. The three samples were primed and manipulated at the joints in order to look for loose connections and leaks. No failures were observed and the complaint cannot be verified. The root cause is unknown without an observed failure." A device history record review for model 2420-0500 lot number 21023145 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 27feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. The following information was provided by the initial reporter: it was reported by the customer that the tubing had separated from itself at a joint pulling completely apart.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. The following information was provided by the initial reporter: it was reported by the customer that the tubing had separated from itself at a joint pulling completely apart.